Event description:
It was reported that the patient¿s implantable neurostimulator (ins) ¿didn¿t take right¿ and that it had started to ¿come out¿. The patient stated that they started ¿leaking blood and water¿ (¿it looked pink¿) and that their doctor replaced the ins. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# va0a4br, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).